Manufacturer narrative:
A review of the complaint history for s/n: (B)(6) was performed in salesforce which did locate similar complaints with the same failure mode for this serial number. 1. Case (B)(4) / wo (B)(4) - pyxis es: unable to recover drawer on rtn1-urg1. 2. Case (B)(4) / wo (B)(4) - pyxis es: unable to recover drawer on rtn1-urg1. 3. Case (B)(4) / wo (B)(4) - es: unable to recover drawer on rtn1-urg1. 4. Wo (B)(4) - mms-23-4876 thermal events caused by fluid ingress. A review of the device history record (DHR) for s/n: (B)(6), covering the manufacturing period beginning on 15may2020, was conducted. The review confirmed that no manufacturing nonconformance's or production-related failures were identified that correlate with the customer- reported issue. The reported condition of drawer 5 unable to be recovered was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order wo: (B)(4), the fse reported that the main drawer 5 was not opening. No lights on l board on drawer 5. The issue was resolved by replacing module control board on main drawer 5. Escort verified functionality, it was successful. During dchu visual inspection: p/n: 151622-01: received with signs of fluid ingress and thermal damage on diode d401. During dchu testing: p/n: 151622-01: no further testing was required due to the presence of a thermal event identified during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to recover. As per part investigation, it was determined that there was fluid spill onto the drawer controller board, which leads to an electrical short and subsequent thermal damage to diode d401. There were no delay, no adverse events or injuries reported based on this event.